Manufacturer narrative:
D10 - injector model corrected to msi-pf in the initial MDR. H6 - work order search: one additional similar complaint type event within associated lots was found. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn on the lens surface. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6 mm, vicmo12.6, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted, it was reported that after lens implant the patient experience foreign body sensation, pain and double images and required removal. Lens explant resolved the problem. Patient related factor was reported to be the cause of this event.